Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of handle cannula break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the coil assembly and wire basket assembly cut off adjacent to the distal end of the t-fitting. The distal portion of the wire basket assembly (including the basket) was not returned. The handle cannula had been pulled out from under set screws and the proximal end of the cannula was not visible at the interface of distal end of handle assembly. The side car-rx (guidewire lumen) pushback was noted to be out of specification. An examination of the handle cannula found that the handle cannula was properly assembled in the handle. Deep score mark found on the handle cannula indicated that the cannula was forcibly pulled out of the handle assembly. Although it cannot be determined precisely how the handle cannula failed, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure when attempting to capture a stone, the wire in the handle broke. The sohendra lithotripsy system was then used to remove the basket from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure when attempting to capture a stone, the wire in the handle broke. The sohendra lithotripsy system was then used to remove the basket from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.